Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 bd nexiva dual port 22ga 1.00in (0.9 mm x 25 mm) experienced catheter splitting/cracking/fraying, and the catheter broke/separated from the hub during use. The following information was provided by the initial reporter: material no.: 383532 batch no.: 9050711. Per email: reported issue: the catheter tubing surrounding 2 of the needles split open. Per phone call: the incident occurred on (B)(6) 2019. The catheter split open causing it to separate from the needle, leaving the catheter in the patient's arm at an angle. It had to be removed and replaced with a new one. They have disposed of the catheter as they were not comfortable shipping it with blood on it.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd nexiva dual port 22ga 1.00in (0.9 mm x 25 mm) experienced catheter splitting/cracking/fraying, and the catheter broke/separated from the hub during use. The following information was provided by the initial reporter: material no.: 383532, batch no.: 9050711. Per email: reported issue: the catheter tubing surrounding 2 of the needles split open. Per phone call: the incident occurred on (B)(6) 2019. The catheter split open causing it to separate from the needle, leaving the catheter in the patient's arm at an angle. It had to be removed and replaced with a new one. They have disposed of the catheter as they were not comfortable shipping it with blood on it.